Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2019 with the following findings: during investigation, a time test was completed with no defects or time discrepancies found. It was noted that on (B)(6) 2018 the user manually advanced the time from 19:38 to 21:40.1. The black box verified that the user manual changed date and time on numerous occasions.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose less than 40mg/dl, associated with an alleged time and date issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump time was off by greater than five minutes per month as compared to a cell phone time. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a time loss/gain issue.